Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported fear and frequent medical monitoring required are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: vc perforation, fear, frequent medical monitoring required. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received.

Event description:
No new information to report at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿frequent medical monitoring required". Cook will reopen its investigation if further information is received. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient additionally alleges vena cava perforation. Patient further alleges to have experienced, "plaintiff has experienced injuries, including, but not limited to perforation of plaintiff's vena cava with struts abutting the l3-l4 intervertebral disc. In addition to these injuries, plaintiff now requires constant medical monitoring. Plaintiff lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done." Per abdominal CT, dated (B)(6) 2018, infrarenal ivc filter with its prongs extending outside the luminal wall and abutting the l3-l4 intervertebral disc."

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿frequent medical monitoring required". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
William cook europe initially reported event under manufacturer report # 3002808486-2017-01388. New information was received identifying that the product was a cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis. Patient is alleging frequent medical monitoring required due to the device.